Manufacturer narrative:
(B)(4). What type of procedure? Low anterior resection. How was procedure performed? (Open, lap or hals) open. Which stapling technique was used? (Single, double or triple) double. Which purse-string suture technique was used? Us surgical purse string device and place a string of 3.0 vicryl around the purse string. What other devices were used for transecting and/or closing ostomies? Contour. Who fired the device? Another colorectal surgeon. Was a leak test performed? Yes, using air. What was the trocar place? Distal to staple line. Were any unexpected noises heard? No. Was the breakaway washer completely cut through? Na. What did the breakaway washer look like? No comment on breakaway washer commented the donuts were completed. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Low to mid setting. Did the red safety remain engaged until firing? Yes. Was there a drain placed post surgery? No drain placed. Is a pathology specimen available? No. Are there any x-rays and/or picture available? No.

Event description:
It was reported the surgeon states he had difficulty firing the stapler. There was no additional information available. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.